Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One open winding former with an unused needle-suture combination was returned for evaluation. The product code d3986 is double-armed. To evaluate the condition of the returned sample, the needle-suture combination was removed. The needles were noted to be the corresponding taper point needles for the d3986 product code. In addition, the needle-suture combination was examined, and no anomalies or issues related to the size of the needles were observed during the evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product mix or incorrect component were noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/26/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - how many sales units had needles of different sizes? Not positive but told it was more than a few times. - it was reported that the alleged deficiency happened during multiple procedures, what is the total number of procedures involved? 3 or more. They did not have a number. - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? Not to my knowledge. - could you kindly provide the lot number of the d8651, please? Rlbetj - please provide the source or name of person providing answers to follow-up questions: (please refer the attached email) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During multiple procedures when the double armed suture was opened it appeared that the needles were of two different sizes. There were no adverse consequences reported. Additional information was requested.